Manufacturer narrative:
(B)(6). The device was manufactured august 22, 2017 ¿ august 23, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. For flow related issues a functional flow test must be performed on the actual device to verify the flow rate accuracy of the device; therefore, the reported problem could neither be verified nor refuter based on the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. An unspecified amount of solution was left at the end of the infusion time. The device was filled with 2650mg vancomycin diluted in an unspecified volume of 0.9% sodium chloride. The luer lock connector was kept at constant temperature during infusion, a 22-gauge catheter was used for administration and the device was not stored in refrigerated conditions for an extended period. There was no patient injury or medical intervention associated with this event. No additional information is available.